Event description:
Report received of an under-delivery of tpn. It was reported that a pt was receiving tpn therapy and a new bag was reportdly hung at 4:00pm. There was no info available as to the volume of the tpn hung or the rate it was infusing at. It was reported that at 2:00am the nurse reported that "notably" thre was over 1800ml remaining in the bag. According to reports received, the nurse opened the pump door and noticed an air bubble where the tubing exited the pump. There were no reported pump alarms. The nurse reportedly repositioned the tubing and the tpn therapy was continued without further reported incident. The pump was not isolated, and there was no reported adverse pt event. The md was notified, but no reported interventions were required. Though requested, there was no further info available.